Event description:
Related manufacture reference number: 2017865-2021-39527. New information received notes that the reported event was observed remotely. Review of transmission also noted that the right ventricular lead exhibited oversensing. Inappropriate mode switch episodes were noted. No interventions were performed. The patient was is in stable condition.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited far r wave over-sensing. No interventions were performed. The patient's condition was unknown.